Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result(s): false negative result. The end user reported that they began experiencing symptoms of a respiratory illness on (B)(6) 2026. They tested with ff+ on (B)(6) 2026 and the result was negative. They were tested by a healthcare provider on (B)(6) 2026 and the result was positive for flu b. They can't confirm what type of test they received. They also confirmed that they disposed of the ff+ test materials prior to contacting acon so were unable to provide any lot information.